Event description:
It was reported that during an infusion set change performed in response to hyperglycemia, the user¿s inset infusion set applicator would click but would not lock, and video review indicated the user did not retract the applicator far enough to engage the lock, resulting in an incorrectly deployed infusion set. Symptoms included high blood glucose. Outcomes included use of multiple infusion sets and the need for product replacement and user education. Investigation included review of user-provided video and technical troubleshooting. Investigation of this case revealed user technique error leading to improper infusion set deployment and failure to attach the set correctly. It was concluded that the event resulted from use error, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.